Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter procedure with a smart touch unidirectional catheter and a temperature issue occurred disabling ablation. The temperature sensor of the catheter malfunctioned, so that it could not discharge. The catheter was changed to another one to complete the procedure. There was no patient consequence. Upon request additional information was received on the event. The temperature issue was no temperature was displayed. This event was originally assessed as not reportable as the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The device was received for analysis and during visual inspection it was discovered that ring #1 proximal end has white plastic like material stuck underneath it. Multiple attempts have been made to obtain clarification for lab findings; however, no further information has been made available. This lab finding is indicative of a reportable event as foreign material can cause potential harm to the patient. The awareness date for this record is (B)(4) 2015 because that is when the foreign material was discovered.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial flutter procedure with a smart touch unidirectional catheter and a temperature issue occurred disabling ablation. The returned device was visually inspected upon receipt and it was found on ring #1 proximal end had white plastic like material stuck underneath it which is why this complaint was reported to the FDA. Fourier transform infrared spectroscopy (ft-ir) analysis was performed in order to determinate the chemical composition of the white material. Based on the absorption bands observed in the ir spectrum one can conclude that the white material from pn (B)(4) has the chemical composition of polyethylene (pe) with a second compound identified by ir spectroscopy as (B)(4), a material frequently used as a radio-contrast substance. Per the particle position on the proximal side of the ring, it can be inferred that the damage could happened during withdrawal of the catheter. The chemical composition of the particle found under the electrode does not correspond to any components listed in the manufacture components. Therefore, this could be part of the guiding sheath used during the procedure. However this cannot be conclusively determined. The catheter was introduced trough a 7f guiding sheath and no resistance or friction was felt. Per the event, the catheter was tested for electrical resistance and thermocouple and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.